Event description:
It was reported that the patient presented at the emergency after receiving multiple shocks. It was noted that noise and high impedance were observed on the right atrial, right ventricular and left ventricular leads. A high defibrillation impedance was also observed. The implantable cardioverter defibrillator was programmed off. The patient was scheduled for a surgery and the entire system was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of noise and inappropriate therapies was confirmed. The device delivered inappropriate therapies due to the noise. Electrical testing revealed an anomalous reference voltage, which resulted in noise and oversensing. The anomalous reference voltage was caused by an intermittent connection of the reference voltage¿s capacitor to the hybrid.